Manufacturer narrative:
A review of the labeling, shows that it is a known complication that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the loosening and subsequent revision, cannot be conclusively determined; however, it is most likely related to the patient's underlying condition. This device is used for treatment not diagnosis.

Event description:
This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00757, 1038671-2017-00758, 1038671-2017-00759.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implant to the bone.

Event description:
Index surgery: (B)(6) 2009. Revision of knee components due to femoral and tibial loosening. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision of knee components due to femoral and tibial loosening. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.